Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.1, lab: 3.1; (B)(6) 2011, 3.4, 2.8. Patient's therapeutic range: 2.5-3.5 inr.